Event description:
Right total hip dislocation due to patient fall. Exchanged mdm poly head and v-40 femoral head, reduced hip. Per response: "v-40 femoral head came out of adm/mdm poly insert ".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.